Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 05/04/2017.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted. It was reported that patient underwent a hysteroscopy and d&c for postmenopausal bleeding on (B)(6) 2009. It was reported that the patient underwent a tah/bso on (B)(6), due to abnormal uterine bleeding, and uterine fibroids, it was further reported that the patient was on tamoxifen. It was reported that the patient underwent a sling release, excision of synthetic sling and cystoscopy with calibration on (B)(6) 2015, due to incomplete bladder emptying, and mesh contraction. It was further reported that the patient underwent a hysteroscopy and d&c on (B)(6) 2008, due to postmenopausal bleeding while on tamoxifen. No additional information was provided.